Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, pump was reset to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges. Customer's blood glucose level was 142 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.